Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr, donor hct: 49% and 47%. Testing results: donor 1: master lot / customer strip and meter, 2.6 inr/ 2.6 inr. Donor 2: master lot / customer strip and meter 2.4 inr/ 2.4 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs serial number (B)(4). The date and time of the meter were found to be set incorrectly. The timestamp for the result was "8:52 am 02/12/01". The initial result was >8.0 inr. The patient was retested within seven minutes on a different roche professional meter and the result was 4.7 inr which was considered to be the correct result. The patient was not treated based on the result and their current condition was good. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The patient had no antiphospholipid antibodies, used or other anticoagulants, and had no special diet. The customer was assisted in setting the correct date and time for the meter. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.